Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and found that due to deformation of cable unit, the endoscopic image cannot be displayed. In addition, the following reportable malfunctions were identified during the device evaluation: there is damage on the cable unit, due to damage on cable unit, water tightness is lost, there is detachment of the cable unit, cable unit is depressed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not functional. This issue occurred during reprocessing of the device. There was no patient involvement reported.

Manufacturer narrative:
E2: health professional ¿ (blank). E3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device was not functional. This issue occurred during reprocessing of the device. There was no patient involvement reported.